Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a rep of the foreign distributor. "Our dealer claims this ventilator is alarming" vent inop" error log is showing that the exhalation valve has a bad calibration. Our dealer remove and replace all the parts on the exhalation side of the ventilator and the problem is not corrected, he performed the exhalation valve characterization and test fail now this ventilator is alarming vent inop. He also replaced the gde with a good working gde and the problem was not corrected, the initialize all the components under the mfg set up screen and the problem was not corrected. They claim this ventilator was not on the pt when the problem occurred. A exhalation valve is going to be order for this unit."

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the MFR. Event codes were derived based on info provided by the foreign distributor. (B)(4). The foreign distributor determined that the most likely cause of the reported event was a faulty exhalation valve. The foreign distributor was shipped a replacement exhalation valve to repair the device and return it to service. Carefusion issued a return good authorization (rga) number to the foreign distributor for the return of the alleged faulty exhalation valve for evaluation. As of the 01/07/2015 the alleged faulty exhalation valve has not been received. Should the alleged faulty exhalation valve be received and evaluated, a follow-up medwatch report will be submitted.